Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is defective and he has switched to the backup infusion device. This was first noticed a couple of weeks ago. Pt has used this infusion device since 2007 and boluses 7-8 times per day. The down button does not remain flat after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.